Event description:
It was reported that this implantable pacemaker was explanted and replaced due to a lead malfunction. Further information was requested. The lead is a non-boston scientific product. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was explanted and replaced due to a lead malfunction. Further information provided revealed the non-boston scientific right ventricular (rv) lead exhibited high capture threshold and was explanted. This implantable pacemaker did not exhibit any clinical observation that would lead to the device replacement, however, the device had remained in service for approximately six and a half years and it was explanted in the same surgical intervention due to physician discretion. No adverse patient effects were reported.